Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has experienced a broken left front filling on the outer edge from teeth shifting. Their back left bottom tooth now has a tiny black hole area that was not there at the start of treatment. The patient is to be examined and have treatment by their dentist for #12 and #17.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.